Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, three flossers for dental cleaning (route dental, lot number 7325554b2, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that three flossers were loose and they broke while flossing. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the lot number was updated to unspecified. No product was returned and lot number reported was invalid. Review of the data associated with this complaint category revealed no adverse trends. Without lot number, the analyst could not perform device history records review, retain sample evaluation or lot trend analysis. The review of history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, three flossers for dental cleaning (route dental, lot number 7325554b2, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that three flossers were loose and they broke while flossing. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This is a follow up submission for the second product with manufacturers report number of 8041101-2012-00258. Manufacturers report numbers for the first and third products are 8041101-2012-00257 and 8041101-2012-00259 respectively. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This is the initial submission for the second product with manufacturers report number of 8041101-2012-00258. Manufacturers report numbers for the first and third products are 8041101-2012-00257 and 8041101-2012-00259 respectively. This closes out this report unless other additional significant information is received.